Manufacturer narrative:
The reported event of high impedance was not confirmed by analysis.during analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the insulation was abraded at 16.3cm to 17.0cm from the (connector pin/distal tip). The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
It was reported that a patient presented for pre-operation check up for routine device replacement. It was discovered that the right ventricular (rv) lead exhibited high pacing impedance and it had been increasing for a while. The physician elected to explant and replace the lead on (B)(6) 2021. The patient was in stable condition.